Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume folfusor had a potential leak. During infusion, the patient¿s dressing was observed to be wet. The device was filled with 13.5g piperacillin/tazobactam with an unspecified amount of citrate b diluted with an unspecified volume of sodium chloride (nacl). There was no report of patient injury or medical intervention associated with this event. No additional information is available.